Manufacturer narrative:
User facility personnel was in communication with steris technical support regarding an error code, pc tower over heating, on their advantage plus endoscope reprocessing system (aer). While user was in communication with steris technical support on the phone, and without being told directly by steris technical support, the personnel moved the aer, during a cycle, causing the drain hose to detach from the aer resulting in water/high level disinfectant leaking onto the floor. The operator manual, 50097-429, states, "if service or maintenance operations are to be conducted on the water system, ensure that the advantage plus preprocessor is isolated from the main water supply." "Warning: to avoid biological contamination and chemical burns, always wear appropriate personal protective equipment (ppe) when handling endoscopes or disinfectant solutions." The technician made the necessary adjustments, tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that an employee felt a burning in her eyes and discomfort in her lungs due to exposure to rapicide leaking from their advantage plus endoscope reprocessing system. The employee was not wearing all the proper ppe at the time of the event. Medical treatment was administered.